Event description:
N/a.

Manufacturer narrative:
Additional information received on 11jan2019 stating that the device was implanted in the patient at the operating room (or). The patient was being drained and monitored in the intensive care unit (ICU). After 10 days, they noticed a crack in the zero line stopcock and it was leaking cerebrospinal fluid (csf) on the floor. They have disconnected the device and replaced it with another drain. The device was not returned for evaluation. The DHR was reviewed and no anomaly was observed that could have caused the reported condition. Also, no event was recorded for the mentioned lot; thus, the lots complied with all in-process inspections and testing requirements, including 100% leak testing, as specified in the manufacturing shop order and related procedures. Failure analysis is not possible at this moment because the complaint unit has not been returned for evaluation; therefore, the reported condition is unconfirmed. The root cause is undetermined. Device identifier: (B)(4). Product identifier: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was returned for evaluation. The original information reported lot 2977078; nonetheless the returned unit was of lot 2796505. The unit¿s patient line was cut-off at the level of the needleless sampling port. The stopcock was inspected by visual inspection (unaided ¿ no magnification). First thing observed was that there were some dried-up residues inside the patient line¿s stopcock (proximal to patient) that was cut-off from the line. Then two (2) cracks were observed on the upper and lower sides of the stopcock¿s connection port. No other visual defect was noticed; i.e., white plug was present, the stopcock body was clear, and no unusual markings (scratches) were observed. The DHR documentation was reviewed and lots 2977078 and 2796505 were reviewed and no anomaly was observed that could have caused the reported condition. The evaluation verified the complaint as valid since cracks were observed, the complaint is considered confirmed. Although it cannot be ruled out, there was no visual evidence of chemical exposure or other external factors (i.e., unintended blow or the use of excessive force) based on the returned stopcock visual inspection; therefore, the root cause for this event remains undetermined. Fg lot information: lot number: 2977078 (reported) / 2796505 (returned unit). Catalog number: ins-8400 / ins-8400. Device identifier: (B)(4) / (B)(4). Product identifier: (B)(4) / (B)(4). Manufacturing date: july 17, 2018 / april 16, 2018. Expiration date: june 30, 2020 / march 31, 2020.

Manufacturer narrative:
The device has not been returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the stopcock of an ins8400 accudrain cracked and leaked on (B)(6) 2018. They had to swap out the drain to resolve the issue. The product issue was noticed prior to the surgery. There was no delay to the surgery due to the product problem. Additional information has been requested.